Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for normal follow-up, the patient notification was activated but the patient could not feel the vibration. The patient will be monitored closely via merlin at home transmitter.